Event description:
It was reported that the pt was not able to hear with her device as the electrode was mis-positioned during implantation surgery. A revision surgery was carried out on (B)(6) 2012. During the first fitting, following the revision surgery, the audiologist did not get any response. Eleven electrode channels showed in status hi. According to a CT scan, the electrode array is placed in the cochlea.

Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.